Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event is confirmed as returned product is fractured. Visual inspection of returned device shows signs of repeated use(nicked and gouged), and the device fractured on the lateral side of post, not all pieces returned. Investigation into this issue determined that the likely reason for the fractures is bending/torsional loading on the device. Device history record was reviewed and no discrepancies were found. The device has been modified to prevent fracture. It was determined that this device was manufactured prior to this design change. Therefore, the root cause is considered to be a previously addressed design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial knee procedure, the provisional was fractured when doctor tried to put device into the knee. The procedure was completed with the same instrument and all pieces were retrieved at the end of the case. Attempts have been made and additional information on the reported event is unavailable.